Event description:
The dentist reported that abutment screw fractured inside the implant. The dentist tried to remove the fractured portion with a screw removal kit, but he was unable therefore implant was removed. Another implant was placed same day of the surgery.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist did not replace the implant at time of the removal. The dentist placed bone graft instead.